Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device, the customer states that during transport of biological samples, large volume of tubes opens. The following information was provided by the initial reporter. The customer stated: "we recently installed a roche pvt a p741+p512 with an integrated bulkloader. We are having serious problems on the platform with tubes opening as well. We did not observe the same problems in tubes larger than 5 ml. Only in the 3.5 ml bottles has the problem been evidenced."

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold brblood specimen collection device, the customer states that during transport of biological samples, large volume of tubes opens. The following information was provided by the initial reporter. The customer stated: "we recently installed a roche pvt a p741+p512 with an integrated bulkloader. We are having serious problems on the platform with tubes opening as well. We did not observe the same problems in tubes larger than 5 ml. Only in the 3.5 ml bottles has the problem been evidenced."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-11. H.6. Investigation summary: bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. The customer samples were tested and the defect of stopper pop off was observed. Additionally, two hundred (200) retention samples from bd inventory, were evaluated by visual examination and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.